Event description:
It was reported the customer had fluctuating blood glucose. Customer stated their blood glucose rise to 500 mg/dl and drop to 35 mg/dl. It was also found the customer had two cracks by their reservoir and a piece missing from their battery cap. Customer was unsure how the damage had occurred on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken battery tube threads, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratches on the display window, and cracked case at the display window corner. No damage was noted to the original battery cap.